Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. It was observed in the electronic record that the power was switching between battery 1 and battery 2 indicating that likely one of the batteries was not fully latched. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off multiple times during patient monitoring. As a result, defibrillation therapy would not be available if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that their device had powered off multiple times during patient monitoring. As a result, defibrillation therapy would not be available if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.